Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address discomfort and pain. Operative report gross evidence of infection and had removed metal debris, and fibrous tissue and scar. Ppf alleges loosening of stem.

Event description:
Patient was revised to address osteolysis and infection.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.